Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump wake button was difficult to press. Blood glucose was 140 mg/dl. Customer reverted to using manual injections and an alternate pump for insulin therapy.